Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was not receiving effective stimulation in her low back area. A sjm rep was able to gain effective stimulation with reprogramming; however, with the stimulation the pt experiences unwanted stimulation down her right leg. The pt is to consult with the physician regarding the issue.